Manufacturer narrative:
The tech found the brake caster was broken at stem. He replaced the brake caster to repair the bed.

Event description:
Info received indicates, the brake does not hold at the foot end of the bed.